Event description:
It was reported a balloon ruptured upon inflation during re-dilatation of a stent in the subclavian vein. Upon removal of the balloon, it was noted segments of the balloon material had detached in the pt. Retrieval utilizing biopsy forceps was unsuccessful. The pt was sent to surgery to successfully remove the balloon material. No pt complications occurred. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilation of a stenosed stent may result in contact with a surface that could damage the balloon material. Co believes these factors may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."